Manufacturer narrative:
This is a supplemental report to provide additional information. A part of the sheath and the slider of the subject device were returned to olympus medical systems corp. (Omsc) for evaluation. The cutting surface of the sheath appeared to be mechanically cut using a tool. The operation pipe was broken and buckled. The broken surface of the operating pipe and the wire presented ductile fracture. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The above device handling has been warned in the instruction manual as follows; *o not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a polypectomy, the subject device was used. In the procedure, the user felt resistance when operating the slider to release the loop of the subject device. The user tried to release the loop several times but the loop could not be released. The metal rod of the subject device snapped and came off. The user severed the insertion portion of the subject device. The user withdrew the endoscope from the patient while leaving the subject device inside the patient. The user inserted the scope again and tried to cut the loop using a loop cutter but it could not be cut. Emr solution was used to raise the polyp and a snare was used to remove the polyp. As a result, hemorrhage occurred and 3 clips were used for hemostasis. The subject device was removed from the patient. No patient injury was reported. This is the report regarding the failure of releasing the loop.